Event description:
The trans membrane pressure was in excess of 500psi during the bypass procedure. The device was changed out with no reported consequence to the pt.

Manufacturer narrative:
H3 analysis: performance testing showed that the oxygenator was within manufacturer's specifications for pressure drop for a previously used unit. The product device history record was reviewed and found to be complete and correct, indicating that the valve met manufacturer's specifications when released for distribution. Conclusion: no pt consequence. Unable to determine the cause of the reported event.